Event description:
It was reported that a malfunction occurred on the pump, with a displayed malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support and was assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.